Event description:
Replacement of hip implant required on (B)(6) 2016. Patient was experiencing pain after (B)(6); initial arthroplasty. Required surgical removal of implant. During removal, surgeon noted wear sen at trunnion with blackened material seen after knocking the head off the trunnion.